Event description:
Customer's freestyle meter is reading low. Customer was shaking at the time of the call and it was suggested that they call their physician. Customer called back a little over an hr later stating that they could not reach their dr. Pt stated that they performed 2 tests earlier today which read (59, 43) and since then has not been able to get results because the meter reads er3 whenever they insert the strip into the meter. Customer drank the syrup from a can of peaches and stated they felt okay to perform another test, in which they received another er3 message. Customer called the ems fire dept and they administered a tube of glucose paste and pt took some peanut butter. They tested pt with an unk meter with a result of 71. Pt was not taken to the hosp.